Event description:
It was reported that safe state and a critical alarm occurred. The patient had to be hospitalized and reprogrammed as a result of the event. There was increased spasticity in the patient¿s legs. The patient status was alive with no injury. The pump was used to deliver compounded baclofen. Patient outcome was not provided. Additional information has been requested, but was not available for the date of this report.

Manufacturer narrative:
(B)(4).